Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump, and the caller planned to perform the reset and follow up if the issue continued.